Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the statlock was difficult to remove since the adhesive adhered too well. It was removed per manufacturer's recommendations and it resulted in redness on the patient's skin. No other information was provided.